Event description:
It was reported that the o2 air mixer 961 that is used for mixing gases to the ventilator was leaking. There was no patient involvement. (B)(4).

Manufacturer narrative:
The o2 air mixer 961 has been received and forwarded to our supplier for investigation. A supplemental medwatch will be sent when the investigation is completed. (B)(4).